Event description:
Complainant reports that after performing an exchange with the product, family member developed peritonitis. During the exchange no leaks were noted from the solution bag, though there some fluid which was thought to be condensation in the outerwrap. The actual sample has been discarded. A companion sample has been retained, which has small amount of fluid in the outerwrap. Complainant wants the companion sample tested for contamination. The complainant and the pt have subsequently left the unit that they were associated with at the time the incident occurred and have joined a new unit. The pt was treated with antibiotics. Pmh: htn, senile dementia. The treatments are performed for the pt by the pt's spouse.